Manufacturer narrative:
H10: h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. No product identification information was provided and thus a manufacturing and complaint history record review could not be conducted. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) incorrect suture loading. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during hip scope surgery the cartridge wings got broken. The device broke inside the patient and no pieces needed to be removed. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.